Event description:
It was reported that in 2006, there was a tumor at the end of the catheter. A new catheter was placed and the tubing was replaced. Follow-up information has been requested to obtain information concerning the drug delivered by the system, the patient¿s medical hi story, any diagnostics used, and the patient¿s outcome. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: catheter. (B)(4).